Manufacturer narrative:
Block f10: problem code 2976 captures for the reportable event of stent kinked. Problem code 1069 captures for the reportable event of stent broken. Block h10: product analysis a visual evaluation of the returned advanix pancreatic stent was performed. The stent was kinked at pigtail section, also it was punctured in the same location where it was kinked as mentioned in the event description "the stent was pierced at the site of the bend"; consequently, confirming the reported complaint. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use could have kinked the stent, interaction with the guidewire and delivery system could have contributed with the kink observed, also interaction with the guidewire when the stent is being loaded can result in stent punctured at pigtail section. Therefore the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography with pancreatic stent implantation performed in the pancreatic duct on (B)(6) 2019. According to the complainant, during the procedure, the stent kinked on the push catheter, although it had been moistened. The stent was pierced at the site of the bend, making it unusable. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography with pancreatic stent implantation performed in the pancreatic duct on (B)(6) 2019. According to the complainant, during the procedure, the stent kinked on the push catheter, although it had been moistened. The stent was pierced at the site of the bend, making it unusable. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.